Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of laparoscopic reversal colostomy, on the sigmoid, had an issue with a staple line bleeding with a patient in post operative. The patient was sent back to operating room and clipped the staple line. The patient was doing okay and that doctor hopes he should be released today . Pre-operatively the hemoglobin of the patient was 15.8 and after day 1 it was down to 6.8. They noticed the excessive bleeding about 30 minutes after the patient arrived at post-op. The patient was alive with injury.